Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient was hospitalized for elevated blood glucose (bg) over 500 mg/dl with abdominal pain, blurred vision, extreme thirst, excess urination, chest pain, and a trace level of ketones associated with an alleged no power issue. The patient also reported experienced tingling feet, body aches, a dry throat and an inability to eat. Reportedly, the patient discontinued pump therapy, was admitted to a hospital and was treated by a healthcare provider with insulin via injection and IV fluids. The patient was out of the hospital at the time of the complaint and continued with manual injections of insulin. During troubleshooting with customer technical support (cts), it was revealed that there was no power in the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia an alleged power issue with the pump.